Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that battery charging mode was found to be unstable and disconnects, and the interface cable pin was bent. The keyboard key was found to be missing. The imaging system then passed the system checkout and was found to be functional. No parts were replaced or returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was not charging. The site noted that the system was connected to the wall, the green bulb was blinking, and there was an intermittent charging indication. There was no patient present when this issue was observed.